Manufacturer narrative:
Corrected: d3: manufacturing plant address, state, and zip code. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Patient stated pump tubing had disconnected from his port tubing causing blood and possibly chemo to leak, it was also stated that the tubing was immediately reconnected. The port, dressing and needle are intact. Pump actively running with 4 hours left for medication. Patient stated that they felt something wet on their body and noticed that the tubing of the pump that twists into the male phaseal disconnected. The male and female phaseals were still connected - just the tubing that screws into the end of the male phaseal came disconnected that comes from pharmacy. Blood was pouring out the end of the male phaseal - per patient. Patient reconnected the tubing, twisting the tubing back onto the end of the male phaseal right when he noticed. He estimated that it was disconnected for about 30 minutes. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.